Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented to the emergency room feeling fatigued. 2 syncopal episodes were observed, showing asystole. It was noted, that a week ago had a syncopal episode. Upon review, it was discovered, that the right atrial lead exhibited failure to capture, oversensing noise, inappropriate mode switch and low impedance. The right ventricular lead exhibited oversensing noise, low impedance and high capture thresholds. Both leads were capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
New information noted that both the right atrial lead and the right ventricular lead were broken.